Event description:
The penumbra system was used on an acute stroke patient. Upon using the reperfusion catheter 032, the physician noted that the catheter separated near the distal tip. The catheter was replaced; however, it may have occurred with a second device at approximately the same spot along the length (kind of a linear split). There were no issues related to the patient.

Manufacturer narrative:
Device was initially reported by the hospital as being available for return, but subsequently reported to the manufacturer as not to be returned. Device not returned for evaluation; device history records reviewed and no related anomalies identified. Results: no related anomalies identified on device history records.